Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found no image due to a damaged charged coupled device sensor which seemed to be the result of water invasion. The evaluation also found the coupler was deformed and corroded and the connector was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty charged coupled device (ccd). The cause of the faulty charged coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.